Manufacturer narrative:
Reported event: the event reported that a shell impaction platform broke in half during use. Device evaluation and results: visual inspection: the device was found broken near where the button would sit in the transverse plane. It was stuck on the mating inline offset impactor (pr (B)(4)). Figures showing the failure are attached. The broken device was removed from the inline offset impactor by bending the found impactors shaft back. Once the shaft was bent back, the broken device was able to be removed. Device history review: review of device history records show thirty (30) devices were accepted into final stock on 11/19/2015 with no reported discrepancies. Complaint history review: review of complaints show for p/n 206270, l/n 45021115 show one (1) other complaint related to the alleged failure. The pr# is (B)(4). Corrective action / preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Event description:
The surgeon was performing a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio). It was reported that during impaction. The platform snapped in half and a new instrument set was used to proceed with the operation.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon was performing a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio). It was reported that during impaction. The platform snapped in half and a new instrument set was used to proceed with the operation.